Event description:
While assessing PICC dressing, as patient was kicking, PICC line was found to be disconnected from patient. Upon further inspection it was determined that PICC line was broken. Nnp and charge rn notified. Order placed by provider to d/c IV fluids, remove PICC line, and increase to full feeds. PICC line removed without incident, retained and labeled per charge rn recommendation.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR

Manufacturer narrative:
We received one catheter as a sample. The catheter arrived with both the scissor clamp and sliding clamp in a closed position. The sliding clamp is fixed at the proximal part and the scissor clamp distal to the fracture. The extension line is snapped 3 cm distal to the ll-hub. The proximal fracture plane appears uneven and rough, while the distal fracture plane is completely wrapped in adhesive medical tape, hindering examination of the fracture plane. Additionally, there are visible lines or grooves along the fracture plane of the extension line, suggesting that the extension line has undergone shearing. This scenario may occur when the clamp has been repeatedly secured in the same location. The consistent tension exerted on the catheter could eventually result in the extension line being sheared. Based on the product incident report (pir), the customer also used alcohol-based as a disinfectant. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol-containing disinfectants. This may irreversibly damage the catheter" a review of the batch history records for 8178426 was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of catheter components are randomly checked. Incoming goods inspections and two 100 % visual tests after packaging are conducted with no exceptions found. There are two further complaints for batch 8178426 and no further complaints regarding a snapped extension line on code 4g07125235 within the last three years. This query relates to all the complaints that have come to our attention worldwide. Corrective action: no further corrective action was initiated by quality management due to this complaint, as the catheter worked well for 19 days before the issue occurred, we do not believe this defect is manufacturing-related when using an alcohol-based disinfectant, we recommend following the catheter handling instructions according to the product's IFU.

Event description:
While assessing PICC dressing, as patient was kicking, PICC line was found to be disconnected from patient. Upon further inspection it was determined that PICC line was broken. Nnp and charge rn notified. Order placed by provider to d/c IV fluids, remove PICC line, and increase to full feeds. PICC line removed without incident, retained and labeled per charge rn recommendation.